Event description:
It was reported that the catheter was hot. An angiojet console was selected for use. During the procedure, the physician found that the catheter was hot. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1 /initial reporter phone : (B)(6).